Manufacturer narrative:
It was previously reported that the pump failed the 30 psi occlusion test and the probable cause was suspected to be a calibration issue. Further evaluation confirmed the failure mode, and the probable cause was determined to be a component issue. The pressure sensor was replaced, which successfully resolved the issue. Following replacement, the device passed the 30 psi occlusion test with a recorded value of 26.360 psi, which is within specification. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure 21.560 psi which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure 21.560 psi which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 360 to 280. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).